Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Software investigation was completed. This issue was found related to a software issue and was documented in a medtronic software anomaly tracking database.

Event description:
A medtronic representative reported building a 3d model using cranial software, walked away from the navigation system for approximately one hour and upon return found the software was unresponsive at the blue logo screen. In trouble-shooting, a hard re-boot restored normal function. There was no patient present when this issue was identified.